Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 insulin pump at the time of the event. According to the patient, on (B)(6) 2026 at approximately 04:30 am, the patient was asleep when her cgm generated an urgent low alert of 42 mg/dl. Upon awakening, the patient experienced dizziness, fogginess, blurry vision, and confusion and treated by consuming candies. Due to concern about cgm accuracy, she obtained a fingerstick blood glucose (fsbg) reading, which measured 538 mg/dl, while the cgm continued to display 42 mg/dl. The patient contacted her daughter and was transported to the emergency room (ER), where the cgm sensor was removed. The patient was admitted and, at the time of the report, remained hospitalized and was being treated with insulin injections. No additional medications, treatments, or therapies were reported. The patient stated that she was feeling better but was unsure of her discharge date. Multiple attempts to contact the reporter were made; however, no other details were obtained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken after treatment. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.